Event description:
The hcp reported the pt had been experiencing withdrawal symptoms. The catheter was determined to have a break, tear, or hole and the distal segment was replaced. A follow up report will be sent when additional information is received.